Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that implantable cardioverter defibrillator (ICD), right ventricular (rv) lead and right atrial (ra) lead was explanted due to infection and replaced with leadless pacemaker. Patient condition was unknown.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation, and the cause of infection could not be determined. Correction: product problem should not have been checked for b1. Healthcare professional, user facility, and company representative should have been checked for b2.